Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number rbl2320 "primary guide assy, low-profile" was received for evaluation. The returned guide was examined with magnified photography. Observed phenomena included: the guide exhibited heavy wear (e.g. Scratches, nicks, deformation) on flat surfaces and hexalobe drive features. The guide slider subcomponent had broken at the thread nearest the hook of the slider. The fracture plane at the breakage location was stepped in two parts, cutting across the crest of a thread; both portions were largely flat with light texturing and no signs of necking. There was brown discoloration (e.g. Corrosion) on the fracture plane. The characteristics of the broken slider's fracture plane (e.g. Largely flat, no necking) indicate brittle failure likely occurred. This could have occurred during a tensile overload scenario, as the guide slider experiences tensile loading as the user torques the contour screw of the device to move the slider back and forth. However, based on the information received, the root cause could not be determined.

Event description:
It was reported during the rib fixation procedure, when inserting the screw, the rbl2320 low profile primary guide broke. The broken guide was removed. This issue prolonged the procedure by 45 minutes. There were no adverse patient consequences.